Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints were found in this lot. The catheter was returned with the male/female luer connection detached and the imaging core outside of the sheath assembly (disconnected by the user to aid in the removal of the catheter during the event). The guidewire that was used during procedure was returned and stuck in the returned sheath assembly. During visual analysis of the returned unit, bloodstain was observed inside of the distal tip assembly and no fluid was found inside the hub. No kink was observed in the sheath assembly; however, the guidewire exit port was ripped 1.0mm long. A test guidewire (0.014") was inserted into the exit port and no indication of resistance in tracking the guidewire into the catheter was noted. Due to the guidewire in the sheath assembly, the imaging core could not be reinserted; therefore functional testing could not be performed. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, and the anatomical and procedural factors encountered during this procedure, the root cause of the catheter stuck in stent issue has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion that was 90% stenosis, calcified, and moderately tortuous. A stent was implanted in the lesion and placement was confirmed with an intravascular ultrasound (ivus) catheter. The stent was well opposed. During withdrawal of the ivus catheter, resistance was met, the catheters guidewire exit port became stuck on the distal edge of the stent. The imaging core of the ivus catheter was removed, a guidewire was inserted and the ivus catheter was able to be withdrawn. Residual stenosis was confirmed proximal to the 1st implanted stent, another stent was implanted and inflated properly completing the procedure. The patient is currently reported to be in "good" condition.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion that was 90% stenosis, calcified, and moderately tortuous. A stent was implanted in the lesion and placement was confirmed with an intravascular ultrasound (ivus) catheter. The stent was well opposed. During withdrawal of the ivus catheter, resistance was met, the catheters guidewire exit port became stuck on the distal edge of the stent. The imaging core of the ivus catheter was removed, a guidewire was inserted and the ivus catheter was able to be withdrawn. Residual stenosis was confirmed proximal to the 1st implanted stent, another stent was implanted and inflated properly completing the procedure. The patient is currently reported to be in "good" condition.

Manufacturer narrative:
(B)(4) new code request has been submitted for stuck in stent.